Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic was broken. In a follow up, the surgeon reported that following insertion of the iol, the haptic was noted to be broken in two places. The surgeon felt the haptic was broken by the cartridge or the injector. The lens was removed and replaced during the same surgical procedure. As a result, the pt had corneal edema that was treated with medications beyond the normal postoperative medications. The surgeon reported the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested and received. (B)(4).